Event description:
The customer reported small amount of fluid leaked from the waste bottle quick connect fitting, involving access 2 immunoassay system. The customer suspected age of the seal on the quick connect fitting caused the fluid leak. The customer had on gloves and cleaned up the fluid. No patient results were generated. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event.

Manufacturer narrative:
There is no indication the device was returned for evaluation. A replacement part was sent to customer.the customer has a risk management/exposure control plan at the facility.beckman coulter (bec) internal identifier for this report is (B)(4).